Event description:
The pt also noted that the pump was empty at his last refill, but he had not heard an alarm. The pt was unsure if the alarm was confirmed by telemetry. The pt was questioning if there was something wrong with the pump as he has had several problems with his four pumps. The manufacturer's device registration system only indicated the pt having two pumps. The device stated that he had bone spurs cut the catheter several times. (Refer to manufacturer report# 3004209178-2008-04429, 3004209178-2008-03198, and 3004209178-2008-07602). The pt had an appointment scheduled for (B) (6) 2010 with his hcp. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).